Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was due to a failure isolated to an open f600 fuse on the ca board, causing a 12v short on the ca board and a burnt via on the pcb. After evaluation, there was liquid contamination found on the ca board. The root cause for the open fuse could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.